Event description:
It was reported that high atrial thresholds were observed. The patient was asymptomatic. The atrial threshold has been trending high for at least one year. The atrial lead was explanted and replaced during a generator change procedure due to normal eri. The patient was stable after the procedure.